Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, after positioning v-lead, waves could not be measured and noise was observed. When changing cables and clips and measuring the impedance, no anomalies were confirmed in cable. Additionally pacing failure was confirmed. Despite of extending the helix, the problem was not resolved. So the lead was replaced. The procedure was completed since no anomalies were observed. The lead would not be returned.